Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/25/2025, it was reported that the user¿s ilet touchscreen became unresponsive. The user was unable to unlock the device or access the notification bell despite troubleshooting attempts, including a firmware update attempt. A replacement device was arranged. The user reverted to alternate insulin therapy. Blood glucose levels were not affected at the time of the call. No symptoms, external assistance, or medical intervention occurred.